Manufacturer narrative:
Findings: unit powered up properly after battery installation. Unit received with operating currents within spec. No failed battery test alarms noted. The auto off alarms functioning properly. Unit passed rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with intermittent buttons due to corroded keypad traces. Unit received with minor scratched lcd window. Unit received with missing end cap sticker.

Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was at 314 mg/dl at the time of the call. The customer stated that the numbers on the insulin pump are ramping on their own. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.